Manufacturer narrative:
The ge rep conducted an onsite investigation. The lemo connector cable was replaced, and the interconnect cable connector was adjusted and tightened. The system was tested and is now operating as intended.

Event description:
The customer reported that the power cord that plugs into the c-arm has bent prongs on the 9800 system. No pt injury was reported.